Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. According to the local representative, the patient was presented to the electrophysiology (ep) laboratory and the entire implanted system was extracted due to infection. Subsequently, boston scientific received information that this patient died six days later. Subsequently, boston scientific received information that this local representative spoke directly with the physician. According to the physician, the patient had developed a pocket infection which necessitated the system explant. The cause of death was attributed to a tear of the superior vena cava (svc).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.